Event description:
It was reported that the button on the customer's insulin pump were stuck and numbers were ramping up while she was inputting her blood glucose, which was 99 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No scrolling numbers were noted on the display. Further testing could not be conducted, due to keypad anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked case near the display window corners and a missing end cap sticker.